Event description:
Pt presented to outpatient endoscopy (egd) for cryospray treatment of locally invasive esophageal cancer. A cryogen decompression tube (cdt) was placed prior to cryospray treatment according to the instructions for use (IFU). Two cycles of 20 second cryospray were rendered without distention. Upon application of a third cycle, the abdominal monitoring nurse noted distention and cryospray was stopped. Shortly after, the pt had a visible presence of nitrogen gas in his subcutaneous tissue, including his head, neck and eyes. He was intubated and admitted to the intensive care unit (ICU). The pt was discharged home on the fourth day without further complication.

Manufacturer narrative:
Physician followed the instructions for use (IFU) and treated within the cleared indications of the device. The IFU contraindicates the use of cryotherapy where an ulceration or mucosal break is evident. Physician did not note any ulcerations or mucosal breaks prior to application of the cryospray treatment. He believes the catheter may have momentarily been frozen to the mucosa and then dislodged, allowing entry of the gas into the submucosa.